Manufacturer narrative:
The user reported discrepancies between bg and sg readings. As the user has remained unresponsive to contact attempts, the analysis of the system was based on limited data. Customer care found overall, bg values meet the sg trends well, considering the lag between bg and sg inherent to the sensing technology. He firmware update would reinitialize the system as part of the upgrade process, enabling the calibration buffer to be cleared and addressing potential calibration misalignment. However, the user remained unresponsive, thus no further troubleshooting was possible. Upon review of dms, the user was actively using the system.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
Senseonics was made aware of an incident where user reported an event where the cgm showed results that are different from glucometer measurements.no injury or medical intervention was reported.